Event description:
It was reported that a spectrum pump falsely alarmed air in line. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of spec in relation to the reported symptom, which was unable to be reproduced. Air in line alarms were confirmed through the event history log and were determined to be caused by a failed ultrasonic sensor. A low ultrasonic sensor reading was observed which contributes to the reported symptom. The failed ultrasonic sensor was replaced.